Event description:
It was reported the stretcher is allegedly lowering several inches suddenly when the buttons are depressed. There was not report of patient involvement, injury or adverse event resulting from the reported issue.

Manufacturer narrative:
Following technical support troubleshooting with the customer, it was determined the suspected issue was related to a wiring harness. Replacement parts were shipped to the customer. The customer has confirmed the repairs were made and the stretcher is operating as intended.

Event description:
It was reported the stretcher is allegedly lowering several inches suddenly when the buttons are depressed. There was not report of patient involvement, injury or adverse event resulting from the reported issue.